Manufacturer narrative:
Device evaluation: two cassette samples were received in used condition without their original packaging. No discrepancies were observed when visualizing the returned samples. The samples underwent functional testing and the product was successfully attached to a cadd legacy plus pump without any alarms activating. It was also set to run without any difficulties. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify that the bag is properly placed, and verifies that the height of the arch of the pump tube is within specification. A review of the production floor inventory was also conducted, where a sample of three units were tested and no discrepancies were detected during accuracy testing. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with any of the returned samples.

Manufacturer narrative:
Concomitant medical products: reservoir, cassette, 100 ml, part number 21-7302-24, lot number 17x711.

Event description:
Information was received indicating that a "no message" alarm intermittently occurred to a smiths medical cadd-legacy® plus pump. The tube was noted to be repositioned over the pressure plate and a "no disposable, clamp tubing" alarm sounded. The pump was then taken out of service with no reported adverse effects.